Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, during instrument removal, the nurse observed the monopolar curved scissors (mcs) tip cover accessory slipping. It was removed and inspected for proper placement, then reattached. However, once inside the abdomen, the cover began to slip again, developed a visible crack, and ultimately fell into the abdomen during withdrawal. The surgeon suspects the cause was ¿snagging¿ of the protective sheath at the internal orifice of the trocar. The exact duration of mcs use was difficult to estimate, but three tip covers were required, as two cracked¿one of which fell into the abdomen, and the second was replaced due to similar defects. No functionality issues with the mcs instrument were noted during the procedure, and no instrument collisions occurred. The tip cover had been installed correctly using the required tool, without any lubricant, and no reducer was used. The orange surface became visible as the cover slipped and became fragile, prompting removal. There was no difficulty removing the instrument except for the loss of the accessory. The instrument wrist was straightened upon removal, and after the event, the staff found the tip cover cracked but observed no additional damage to the instrument or cannula. The mcs tip cover accessory is available for return to isi for evaluation, but there are no photographs or videos available for review. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the procedure outcome is unknown; there is no information indicating that the procedure was converted to laparoscopy.